Manufacturer narrative:
The complaint sample was not available and the lot number was unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the system no product was available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. There was no allegation of malfunction from the sets. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of potentially related lots were found. The product involved met specifications. There was no documentation in the complaint file that supports a possible association between the product and the event. No malfunction was reported.

Manufacturer narrative:
(B)(4) the complaint sample was not available and the lot number was unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. There was no allegation of malfunction from the sets. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of potentially related lots were found. Based on this, is concluded the product involved met specifications. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
Another manufacture reported that a peritoneal dialysis (pd) patient was admitted to the hospital for peritonitis. The patient was treated ceftazidime 1g intra-peritoneal for five days and then the pd catheter was discontinued.